Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gra set v/nv qs mc 60d 3ss experienced leakage. The following information was provided by the initial reporter: anesthesia has had issues with burette gravity sets MFR# (B)(4) leaking at the bottom of the chamber where the tubing hooks up to it. They are refusing to use any of the below product lot #.

Manufacturer narrative:
H6: investigation: 5 unused samples were received and tested by our quality team with the customer's complaint of leakage. All samples were primed and infused with saline with no presentation of leak. The sets were then pulled at connections at a force which would be greater than that applied in regular medical use. There were still no leaks noticed and the customer's complaint cannot be verified and the root cause remains unknown. A device history record review for model 10012564 lot number 20106218 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 5th related complaint reported with the defect/condition of leakage with lot #20106218 regarding item #10012564.

Event description:
It was reported that the gra set v/nv qs mc 60d 3ss experienced leakage. The following information was provided by the initial reporter: anesthesia has had issues with burette gravity sets MFR# 10012564 leaking at the bottom of the chamber where the tubing hooks up to it. They are refusing to use any of the below product lot #.